Manufacturer narrative:
After further investigation by the merge healthcare development team, it was determined that this issue is due to a defect in the code. This defect was related to saving incorrect voice clip data for the same patient, which is occurring due to not clearing the in-memory while canceling the first voice clip record. Code changes are reflected in merge pacs version 7.3. This is an inconvenience to the user but they are still able to re-create the voice clip for the patient. Voice clips are an optional feature for you to listen to and record brief audio annotations that can be saved as comments for particular studies. Voice clips are a communication tool only and should not be used as the sole repository of a diagnosis or information critical to treatment or diagnosis. Essential clinical information or findings should always be contained in a report. Based on the results of merge healthcare's investigation related to voice clip data, the customer's complaint does not meet the requirements for medical device reporting. The customer's issue did not result in harm nor would a recurrence have a remote or greater likelihood to result in a death or a serious injury.

Manufacturer narrative:
Merge healthcare is continuing to investigate the customer's allegation. When additional information becomes available a supplemental report will be filed.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2017, a customer reported an issue with voice clips saving to the wrong patient. Voice clips are audio annotations and are used differently depending on user's work flow. Voice clips could contain essential information related to treatment/diagnosis. There is a potential that the wrong voice clip may contain data that is required to determine diagnosis and/or treatment decisions. With the wrong voice clip, there is a potential for an incorrect treatment and/or diagnosis to the patient. However, the underlying image is present for the user to read. There was no direct impact to patient care reported. (B)(4).